Manufacturer narrative:
It is unknown if the sample will be returned for investigation or not. A follow-up report will be submitted once sample is returned or more information is available.

Event description:
The first needle we opened and wanted to use was faulty, stiff and jumps the set cm which was pre-set. We were very concerned as this is very risky to our patients if this had occurred during procedure, it could have damaged other surrounding organs. I have kept the fault needle just in case we might have a rep at site or discuss this with any of your equipment reps. Is there anyone I can speak to or discuss this issue with?

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. There was no physical or video evidence provided by the customer. However, the complaint is a known and recently recurrent issue that is being address by argon. An investigation into the sticky throw adjustor found that the most probable cause is an inadequate coating of teflon on the component, resulting in a significant increase of friction between the adjustor and the housing of the device. The operational procedure outlining the assembly of the biopince ultra devices was updated to develop a more robust teflon coating and final inspection process for the completed units. Training was provided to the operators to ensure proper adherence to the relevant procedure.

Event description:
The first needle we opened and wanted to use was faulty, stiff and jumps the set cm which was pre-set. We were very concerned as this is very risky to our patients if this had occurred during procedure, it could have damaged other surrounding organs. I have kept the fault needle just in case we might have a rep at site or discuss this with any of your equipment reps. Is there anyone I can speak to or discuss this issue with?

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. A visual and functional investigation was performed and it was found that the throw adjustor was extremely sticky and would not slide smoothly between length markers. This results in difficulty securing the throw adjustor to a set length and the potential for the device taking a longer specimen than desired when firing the biopince. An investigation into the sticky throw adjustor found that the most probable cause is an inadequate coating of teflon on the component, resulting in a significant increase of friction between the adjustor and the housing of the device. The operational procedure outlining the assembly of the biopince ultra devices was updated to develop a more robust teflon coating and final inspection process for the completed units. Training was provided to the operators to ensure proper adherence to the relevant procedure.

Event description:
The first needle we opened and wanted to use was faulty, stiff and jumps the set cm which was pre-set. We were very concerned as this is very risky to our patients if this had occurred during procedure, it could have damaged other surrounding organs. I have kept the fault needle just in case we might have a rep at site or discuss this with any of your equipment reps. Is there anyone I can speak to or discuss this issue with?